Event description:
It was reported that a pump over infused amiodarone to a patient. The device was programmed to deliver 200 ml of fluid at a rate of 8.3 ml/hr. After approximately 2 hours, it was observed that only 25 ml remained in the IV container. It was also reported that there was no patient injury. The customer performed a flow rate test with the device in question. The pump was programmed to deliver 100 ml at 200 ml/hr. It was reported that the pump delivered 120 ml of fluid.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. An additional flow rate test was performed using the event infusion parameters found in the history log (for a period of one hour) with the unit passing. Excessive drip and pressure testing was conducted at 60 degrees fahrenheit with the unit passing. Review of the history log supports the reported event parameters; however no malfunction could be identified.